Event description:
Related manufacturer reference number: 2017865-2025-28020. It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead revision and pacemaker changeout procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited undersensing. The rv lead exhibited adequate parameters upon testing. The ra lead was capped and replaced on (B)(6) 2025 while the rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-28022 as the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as there is no allegation of malfunction on the rv lead.